Manufacturer narrative:
(B)(4).

Event description:
Customer reported a "fractured line". The issue was noted during insertion. The device was removed in it's entirety and was successfully replaced with another line. No patient harm or complications were reported.

Event description:
Customer reported a "fractured line". The issue was noted during insertion. The device was removed in it's entirety and was successfully replaced with another line. No patient harm or complications were reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-l PICC catheter for evaluation. Signs of use in the form of biological material were present on the catheter body. Visual inspection revealed the catheter body had been intentionally cut, but there were no other defects or anomalies. After failing functional testing a hole in the juncture hub was found. The hole was not smooth like it would be if the juncture had been cut or poked by a needle. Instead the whole shape was irregular and on the molding seam. The total length of the catheter body measured 39.7 cm, which is not within specifications of 55.16-55.64 cm per catheter product drawing. This implies at least 15.46 cm of the catheter body were cut and not returned. The catheter was flushed per IFU which states, "attach syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline solution, to establish patency and prime lumen(s)." When the proximal lumen was flushed, water leaked out of the juncture hub. The distal lumen flushed as expected. A manual tug test confirmed both extension lines were secure to their luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a juncture hub leak was confirmed through complaint investigation. Functional inspection revealed a hole in the juncture hub on the proximal line. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance been initiated to further investigate this issue.